Event description:
Related manufacturer reference number: 2017865-2024-35629. It was reported that the patient presented for a follow-up in clinic. It was noted that right ventricular lead exhibited noise oversensing and the right atrial lead exhibited noise. No intervention was performed. There were no patient consequences.